Event description:
A nurse reported that the touchscreen was working erratically during a surgical procedure. Following a five min delay, the system was switched out and the procedure was completed with no harm to the pt.

Manufacturer narrative:
The company rep examined the sys and found the touchscreen was not working. The touchscreen was replaced. The software was updated. The sys was then tested and met all product specifications. The touchscreen has been received and in-house testing is in progress. (B)(4).